Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the available information, the root cause for the ¿pneumoperitoneum and perforated sigmoid diverticulitis¿ cannot be concluded. The provided x-ray pictures and the intraoperative notes are inconclusive. Also the intra-operative notes site diverticulitis as the contributing factor for the event. No current information has been provided except for the permanent colostomy. On 03/06/2019: (addendum) review of the received office visit note dated 05/19/2017 indicated that there was a rupture of a diverticula after taking magnesium citrate which was captured in the previous complaint. There was reported hip arthroplasty improvement until 5 weeks prior to the may 2017 visit. The follow-up visit noted pain reportedly on his side and the surgeon felt it was likely gt bursitis ¿based on the palpation of a very tight iliotibial band and point tenderness over the gt¿ with heterotopic ossification about the left hip. Neither prosthetic loosening nor infection was suspected and the information provided did not warrant further changes to the medical investigation. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the screw insertion during a thr was unsuccessful. Radiography confirmed the tip of the cancellous screw penetrated through the iliac cortex into the abdomen.